Manufacturer narrative:
The event date is unknown. The patient's weight is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date : unknown, model: 3186, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2020-01406, reference MFR. Report#: 3006705815-2020-01407. It was reported the patient had been receiving ineffective stimulation. In turn, the patient decided to have their scs system explanted.